Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a farawave catheter was used. The procedure itself was completed successfully without complications. Near the end of the case, during post mapping, the patient developed bradycardia that did not resolve. The physician confirmed that neither the ablation nor the farawave catheter contributed to the bradycardia, noting the patient had a history of this condition. A pacemaker was implanted while the patient remained on the table. The patient is expected to make a full recovery. The device will not be returned as it was discarded.